Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports the light gloves are tearing up the middle upon application to the devon light handles. The material seems to differ in thickness and density depending on what section. The section that slips onto the handles is where the damage is occurring and appears to be more transparent/thinner than the cuff and tip.